Event description:
It was reported to boston scientific corporation that on (B)(6), 2009, a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used during a colonoscopy with dilatation procedure performed on a (B)(6) male patient. According to the complainant, during the procedure while inflating the balloon inside the patient's colon, the balloon ruptured. The complaint confirmed there were no fragments of the balloon left inside the patient. The procedure was completed with another cre esophageal/pyloric/colonic wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed off and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for lot number 12791874 was performed and concluded there was no other complaints reported for this lot. Based upon the information available, the most probable root cause of the balloon burst/ruptured is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure such as tortuous anatomy and sharp exterior sources, limit the performance of the balloon. (B)(4).